Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access instrument. The erroneously elevated accu tni result was 1.70 ng/ml. The customer indicated that the erroneously elevated result occurred on a single pt sample. The elevated accu tni result was reported out of the lab accompanied by a normal myoglobin result (result was not provided by the customer). The physician did not believe the elevated accu tni result and requested a repeat of accu tni. The customer retested pt sample for accu tni and the accu tni result was 0.50 ng/ml. The customer reran the pt sample a third time and the accu tni result was 0.02 ng.ml. There has been no change to pt treatment that can be attributed to this event.